Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was not able to squeeze the handle while the device is being applied to the stomach. The unit was not able to fire and there was a poor staple formation. They reloaded the two components, swapped out handle and tried again. It all worked. Another device was used to complete the case. No patient injury noted.